Manufacturer narrative:
Section a4 for the patient's weight is unknown.

Manufacturer narrative:
Followup report sent to state that the medical device was not received for analysis.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.